Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow up report will be sent when device analysis is completed.

Event description:
The manufacturer representative reported a patient expired following pump implant. During the course of the evening, the patient expired. The patient was suffering from rectal cancer that had metastasized to the lungs. The drug used in the pump was preservative free morphine, 1mg/ml at 1 mg/day. Follow up with the hcp confirmed the date of death. An autopsy was being performed but the results were not final at the time of this report. The preliminary cause of death was pneumonia involving at least the right lung. Other information provided, but not included; no evidence of infection, the patient had been experiencing blood pressure spikes and drops, and the patient had a headache post procedure but it was not positional. Final autopsy results have been requested and will be reported when they are received.